Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus was confirmed during the evaluation of (B)(6) and the submitted images. (B)(6) was returned assembled with the driveline (dl) cut approximately 7.0¿ from the pump housing and the severed portion was not returned. The sealed inflow conduit (inlet extension, inflow conduit flex section, inlet elbow) and apical sewing ring were not returned. The sealed outflow graft and outflow graft bend relief were not returned. Examination of the pump blood-contacting surfaced found a red, tissue-like thrombus on the body of the rotor, between the rotor blades. The thrombus formation was not adhered to the rotor, and areas of the formation was denatured, indicating that it was present for an undetermined period during pump support. An additional thrombus was found in the outlet stator. The tissue did not show laminated layering, indicating it did not form in the outlet stator. The color and texture of this thrombus appeared similar to the thrombus found on the rotor. Evaluation of the submitted photos revealed a ring of red, tissue-like thrombus with laminated layering around the inlet bearing of the inlet stator. This thrombus was removed prior to the pump being returned the observed thrombi could have contributed to the reported increase in ldh and power. The evaluation could not conclusively determine the cause of the thrombi. The submitted log file captured elevations in pump power as high as 13.6 w, with corresponding increases in flow estimation and decreases in the pulsatility index (pi). This behavior is consistent with the pump investigation findings of thrombus. No atypical alarms were captured, and the pump appeared to function as intended for the duration of the log file. Visual inspection of the pump bearings under a microscope found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15feb2018. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate ii patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis, device thrombosis, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the ER on (B)(6) 2021 with cardiogenic shock, shortness of breath (sob), hypoxemia, tea coloured urine, and blood sputum. Their lactate dehydrogenase (ldh) level was 1890 and their urine analysis was positive for blood. The patient was transferred to the ICU on a bilevel positive airway pressure (bipap). Log file analysis captured sustained power and flow elevations between (B)(6) 2021 and (B)(6) 2022 as well as separate spikes on (B)(6) 2022 and (B)(6) 2022. These elevations were indicative of a presence of buildup within the pump. A non-device related cause for hemolysis could not be confirmed. Thrombus was confirmed from pump parameters and the patient's hemodynamic values. An echocardiogram (echo) performed revealed the patient's left ventricle was not unloading properly. The patient was intubated and in the ICU on multiple vasopressors and inotropes. The patient ultimately underwent a pump exchange on (B)(6) 2022; the patient was doing well on their new pump with stable hemodynamics. The explanted pump had visible thrombus on the inside.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.